Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to address the issue. Customer's blood glucose level was 197 at highest. Customer declined to perform further troubleshooting at the time of the report. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.